Event description:
Patient with worsening respiratory status was intubated and when the ventilator was initially run on the patient (running for a few minutes), the vent kept alarming for "faulty default" (if the therapist remembers correctly, stated was concentrating more on the patient.) The therapist tried to clear the alarm many times but the vent still alarmed, but continued to operate fine. A few minutes later, the vent displayed "preventative maintenance required 104." The therapist pulled the vent from service. There was no harm to the patient. Once in the department, the therapist tried to run the vent with a test lung, but the vent continued to display "preventative maintenance required..." The vent was sent to the manufacturer for repair. Follow up: unit was repaired and returned. Placed back in service.device #1is this a laboratory device or laboratory test?no.